Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered their solution bag leaking during pretreatment set up. The patient decided to use the bag for treatment and during fill 1, encountered a make sure hb is on ht message. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated after the alarm in fill 1, the patient discovered fluid leaking from the connection point between the bag and the tubing and the treatment was cancelled. The patient confirmed that no fluid came in contact with the cycler during the reported event. The patient stated that fluid was dripping from the bag connection to the tubing which hangs off the side of the heater tray. The cause of the leak is unknown. After cancelling treatment, the patient reset up with new supplies and was able to complete treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered their solution bag leaking during pretreatment set up. The patient decided to use the bag for treatment and during fill 1, encountered a make sure hb is on ht message. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated after the alarm in fill 1, the patient discovered fluid leaking from the connection point between the bag and the tubing and the treatment was cancelled. The patient confirmed that no fluid came in contact with the cycler during the reported event. The patient stated that fluid was dripping from the bag connection to the tubing which hangs off the side of the heater tray. The cause of the leak is unknown. After cancelling treatment, the patient reset up with new supplies and was able to complete treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered their solution bag leaking during pretreatment set up. The patient decided to use the bag for treatment and during fill 1, encountered a make sure hb is on ht message. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated after the alarm in fill 1, the patient discovered fluid leaking from the connection point between the bag and the tubing and the treatment was cancelled. The patient confirmed that no fluid came in contact with the cycler during the reported event. The patient stated that fluid was dripping from the bag connection to the tubing which hangs off the side of the heater tray. The cause of the leak is unknown. After cancelling treatment, the patient reset up with new supplies and was able to complete treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.